Event description:
Covidien received info of ventilator becoming inoperable. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery printed circuit board (pcb), analog interface pcb, and inspiratory pcb. The ventilator passed calibrations, short self tests, and extended self testing. (B)(4).